Event description:
A peritoneal dialysis (pd) patient reported a drain complication issue with the liberty select cycler, it was reported that this patient on pd previous had surgery and that there was visible blood in the patient line {pl) which was an expected finding. In additional follow-up, the patient's pd nurse stated the patient had pd catheter (not a fresenius product) repositioning as the pd catheter was not working well. The nurse confirmed the blood in the patient line was due to the pd catheter surgery (expected). The nurse indicated the patient did not have any adverse effects from use of any fresenius device, or product. The patient is completing pd treatment with combination of manuals and same cycler without any further reported issues. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)